Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe, it is unknown whether the balloon was over pressurized or the use of a syringe contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide the device lot number or any further patient details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unk) during the first inflation in an a/v fistula in the forearm. During retraction to the sheath, a segment of the balloon detached from the catheter. The sheath was removed. Additional medical intervention was required. The access site was enlarged and a snare device was used to retrieve the balloon segment. Additional stitches were required to close the access site. There was no known impact or consequence to the patient. The patient was reportedly doing well, post-procedure.